Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced pain and burning sensation at the ipg site, when laying on the back. It was noted that the incision site had some thinning at the superior aspect and the generator was palpable. The patient underwent a pocket revision procedure wherein the ipg was placed a little bit lateral and a little bit deeper. The patient was doing well postoperatively.